Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification and a damaged patient adapter was noted; however, the occluder feet were not broken. The device was out of specification by visual inspection. Functional testing was performed which included leak testing, clear passage test, clamp function test, and an integrity of seal surface test. All functional testing performed was acceptable. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the occluder feet of a uv flash transfer set were broken. As a result, the twist clamp would not lock into position when it was twisted. The transfer set had been in use for two months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.